Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated that he has been crusting using powder. In addition, end-user will measure stoma and will call back convatec for appropriate samples. A replacement box was sent to end-user. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
End-user reported breakdown to peristomal skin located under wafer's mass, off and on for years.

Manufacturer narrative:
The product associated with batch 3e00328 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 23, 2015. The product associated with lot#3e00328 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).